Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify low battery alarm due to blank display.

Event description:
It was reported that insulin pump had battery last less than a week even with the new battery cap. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be returned for analysis.